Event description:
Related manufacturer reference 3005188751-2015-00007. Following an atrial fibrillation ablation procedure using a tacticath quartz ablation catheter and agilis nxt introducer, a cardiac perforation occurred. Insertion of a swan-ganz catheter was attempted following the procedure. Due to mitral regurgitation, the tacticath quartz ablation catheter and agilis nxt introducer were used to cross the mitral valve; however, the devices perforated the left atrial appendage. The patient¿s blood pressure and oxygen saturation dropped. A pericardiocentesis was performed, ECMO was initiated and the patient was transferred to surgery to repair the perforation. Post-surgery the patient was stable. There were no performance issues with any sjm device used.

Manufacturer narrative:
(B)(4). Gtin # (B)(4). The device was not returned for investigation the device met specifications prior to release from sjm manufacturing facilities as supported by the device history record. The cause of the reported cardiac perforation was due to the device puncturing the left atrial appendage.